Manufacturer narrative:
Product complaint #(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequences? How the procedure was completed? Was the surgery delayed? How many minutes? Please provide lot and product code.

Event description:
It was reported that a patient underwent a general surgery on (B)(6) 2020 and suture was used. During the procedure, the thread detached of the needle when making the first knot. No adverse patient consequences were reported. No additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 03/03/2021. Additional h6 component code: g07002 ¿ conforming device. Additional information: d4, h4, h6 batch manufacturing records was reviewed for any process deviation, but no deviation was observed. Additional h-3 summary: five retain samples of the incident code and lot number was retrieved for analysis. These packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. These packs were opened and physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness etc. But no such defects were observed. Sterilization run & sterility records were reviewed and found to be as per requirements. Finished goods record was reviewed for fg release parameters like diameter, tensile strength value & extractable color at release and was found to meet the specification. There was no issue related to the suture quality and processing of this incident lot. As the complaint is related to suture breakage, tensile strength test is applicable & measurable parameter. All the individual tensile strength values for retain sample were found meeting average specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Additional information was requested, and the following was obtained: was there any patient consequences? No. How the procedure was completed? Using another suture. Was the surgery delayed? How many minutes? No. Device status. Not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate date sent to the FDA: 03/03/2021 corrected information: d1, d2a, d2b, d4, g1, g4 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.